Event description:
The customer reported that the sys failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. All workstation connections were evaluated and reseated. Power supply voltages were also evaluated and confirmed to be within specification. The system was tested and found to be working as intended and returned to service.